Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and found saline damage to the display connector. The fse replaced all contaminated parts including the display connector seal gasket, cable,backplane to coiled cord, and cable,coiled cord. The fse performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) shut off during transport. No patient harm or serious injury was reported, and there was no adverse event reported.